Event description:
Screw cracked off and fell out of the end housing where the cutting attachment goes.

Event description:
No new information.

Manufacturer narrative:
An event regarding crack/fracture involving a mako mics was reported. The event was confirmed. Method & results: product evaluation and results: collar, damaged screws. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. Complaint history review: a complaint history review is not required as there was no patient involvement conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.